Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 840 mg/dl. Customer had symptom of high blood glucose; customer had frequent urination, excessive thirst and headache. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized in the intensive care unit for one day. Customer was wearing insulin pump at the time of hospitalization. Customer reported that it was found that insulin pump was suspended but customer did not suspend pump. Customer declined troubleshooting.